Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 50-60 mg/dl at the time of the incident. The customer treated with glucose tablets. The customer stated they needed another insulin pump because the insulin pump screen continued to go blank. The customer declined troubleshooting any issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected blank display during testing. The device was inspected and battery cap functioned properly. No damage or crack found at battery cap. The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.